Event description:
A report was received stating that the listed device was in use with a patient for 3 months when the ventilator alarmed low volume. The device was replaced. A leaking cuff was reportedly the cause for the alarm. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.